Event description:
The customer returned the colonovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, no image and scope communication error b30 was observed. The regional repair center indicated that the most likely cause of the no image and scope communication error b30 was due to corrosion on endoscopic position detecting unit and plug unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image and scope communication error b30 was due to corrosion on endoscopic position detecting unit and plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.